Manufacturer narrative:
Product ID 3550-29, lot# n340098, implanted: 2013 (B)(6); product type accessory product ID 3 7746, serial# (B)(4); product type programmer, patient product ID 3777-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported the health care provider (hcp) did a ¿trigger point injection¿ into the pocket. It was noted that if this did not help they would move the pocket.

Event description:
It was reported that a patient had a burning sensation since implant. It was noted that impedance measurements were normal, 800-1100 ohms. It was stated that the patient had not previously reported the event since he did not see the pain clinic that often. It was reported that the burning sensation was random and only happened when the patient was sitting. It was stated that it didn¿t matter whether stimulation was on or off. The patient stated that he felt appropriate stimulation coverage. It was stated that the patient was programmed with a guarded cathode ¿either 2 ,3,4, or 3,4,5¿ 2.1v/420pw/50hz. It was reported that group impedance was 575 ohms 3.677ma. Additional information received reported that palpating caused stimulation changes. It was stated that the patient¿s wife indicated that the burning sensation started after surgery. It was stated that no fall or trauma was reported. It was stated that when stimulation is off and on, the burning sensation was in the upper right quadrant, ¿where the header block is¿. Additional information received reported that the patient was sent for x-rays but they had not been reviewed yet. It was stated that no interventions had been planned yet. It was stated that no cause of the issue had been determined yet.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient has an appointment scheduled with their health care provider (hcp) on 2014 (B)(6). Additional information received reported the patient was rescheduled for 2014 (B)(6). No further information was provided.